Event description:
An 86 year old male was admitted in cardiogenic shock. Arriving in the catheter laboratory, the patient went into ventricular fibrillation and was shocked. Due to growing anxiety, the patient required intubation, but became again severely hemodynamically unstable requiring resuscitation. Placement of an impella cp was attempted, but the introducer sheath kinked after the dilator was removed due to a 90 degree turn in vessel anatomy. The sheath was exchanged and impella placed and started under continued ressucitation. The patient was sent to the intensive care unit for further management but continued to decompensate and ultimately expired. Death most likely to be caused by the underlying disease as they required resuscitiation prior to and during initiation of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d UDI was corrected.

Manufacturer narrative:
Corrected: d1, d4 (serial). Ppae (hemodynamic instability): the root cause of the injury was not determined due to insufficient clinical details.